Event description:
Lag screw cut out, patient was revised to a head and neck stem bi-polar hip.

Manufacturer narrative:
A physical examination of the implant was not performed because not returned. The review of the manufacturing documents revealed no manufacturing matter. As no medical records were available the alleged event could not be verified. The review of the risk analysis revealed that cut-out / medialization had been considered. The occurrence threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. The reported event indicated that the implants had initially fulfilled their tasks without any confirmed damages. After an implantation period of roughly 1, 5 months cut-out was reported. As the nailing treatment was reported being a revision surgery it was suggested that the patient¿s (bone) condition may not have been as good as necessary for such a treatment. Due to missing medical information it could not be determined whether the event actually presented a cut-out or rather a medialization of the lag screw. In case of a cut-out the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and poor bone substances. In case of medialization the lag screw proceeds into and sometime penetrates the femur head ¿ in most of the cases an insufficiently placed set screw has been the root cause. In both cases the event will not be caused by any deficiency of the device(s). The rmf considers that a revision surgery due to cut out is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. In the case of a cut out an extensive damage of the hip joint would result which has to be treated with arthroplasty. No further statement was possible. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. According to provided limited information and referring to faultless products the cause of the event was not a deficiency of any of the device but was more likely contributed by the patient¿s condition.

Event description:
Lag screw cut out, patient was revised to a head and neck stem bi-polar hip.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.